Event description:
Livanova's stöckert 3t heater-cooler. Serial number (B)(4). 4/9/2022: 40 ml water from tube collected/cultured. 4/25/2022: afb + 4/27/2022: mgit broth probe + for maic 5/14/2022: identified as m. Chimaera by maldi-tof. FDA safety report ID # (B)(4). See scanned pages.